Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle detached from the thread before use. Further information has been requested.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received a box with a note saying that needles are free in the box and identified as contaminated. We also received a picture showing a needle detached from the thread and the thread still wound on pack. Without closed samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results before releasing the product fulfilled usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the root cause cannot be determined as no closed samples have been received and the open samples received are contaminated and further analysis cannot be performed. Final conclusion: despite receiving a sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We consider that the defective unit is an isolated and accidental issue but the complaint is considered as not confirmed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.